Event description:
The sales representative (sr) reported that when they were going to print a report, the programmer gave a printer error message and operation is very slow; therefore, another programmer was used. The chronic programmer was returned for service. There were no patient complications reported as a result of this event.

Event description:
The sales representative (sr) reported that when they were going to print a report, the programmer gave a printer error message and operation is very slow; therefore, another programmer was used. The chronic programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was an error and the printer was full. The printed circuit board and hard disk drive were replaced. It was also noted that the programmer had a loose electrocardiogram (ECG) connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.